Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 20mg/dl and the pump alarmed button error. The customer indicated that emergency services administered glucose. Customer indicated that their blood glucose value was 214mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined low blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with no escape or act buttons response due to corroded keypad traces. Cleaned the keypad traces and continued testing. The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. No button error alarm occurred during our testing. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.